Event description:
A us distributor contacted zoll to report that on (B)(6) 2026, a patient reported the lifevest had been shocking them. Per the last download data from (B)(6) 2026, after the patient reported being treated, there are no flags indicating a treatment. Based on the available in information at this time, there is no indication of a device malfunction. The patient also reported falling from ground level after the alleged treatment, causing a subdural hemorrhage. The patient was admitted to the ICU for treatment. The outcome of the hemorrhage is unknown.